Manufacturer narrative:
An event regarding crack/fracture involving a mrh axle was reported. The event of crack/fracture was confirmed. Method & results: device evaluation and results: the device was not returned however photos were provided for review. Visual inspection indicated the axle fractured in half. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the device was not returned however photos were provided for review. Visual inspection indicated the axle fractured in half. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right distal femur replacement due to broken gmrs axle. Axle, bushings, and neutral bumper were revised.